Manufacturer narrative:
A video of the procedure was provided and does find tissue adhesion, however as there is a large hernia defect present, it cannot be determined if tissue adhesion was present on the ventralex st patch before the recurrence. A review of the manufacturing records was performed and found that the lot was manufactured to specification with no anomalies noted. Adhesion is identified in the adverse reaction section of the IFU as a possible complication. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution on 10/28/2014. Based on the information available at this time, no definitive conclusions can be made. If additional information is obtained, a supplemental MDR will be submitted. Addendum to initial MDR: review of procedural video was performed by medical affairs. Video finds for a large hernia defect present near the area of the previous hernia repair. The hernia sac is present in the abdominal cavity. The extent of the adhesions is limited to the area around the defect and does come into contact with the edge of the previously placed mesh. The video shows dissection of the tissue and exposure of a large defect. While there was some adhesion present on the edge of the mesh this is localized and appears to be directly related to the presents of bowel within the abdominal cavity. The dissection from the mesh was done and appears to come free from the st side easily. There were no other adhesions to the mesh except at the edge near the defect. Based on review of the video the device appears to have performed as intended as an adhesion barrier and the adhesion that presented at the edge of the mesh was a physiological effect of the hernia defect and the presence of bowel within the abdominal cavity.

Event description:
The following was reported to davol: the patient underwent umbilical hernia repair in (B)(6) 2016 and was implanted with a bard ventralex st hernia patch. Three months later the patient developed a recurrence. The surgeon stated that the recurrent hernia was not caused by the device used to treat the hernia. On (B)(6) 2016 the patient underwent laparoscopic repair of the ventral hernia, with implant of a bard composix lp mesh. During this procedure epiplon(omentum) adhesions to the ventralex st hernia patch were found on the intra - abdominal side of the patch. The ventralex st hernia patch was explanted.

Manufacturer narrative:
A video of the procedure was provided and does find tissue adhesion, however as there is a large hernia defect present, it cannot be determined if tissue adhesion was present on the ventralex st patch before the recurrence. A review of the manufacturing records was performed and found that the lot was manufactured to specification with no anomalies noted. Adhesion is identified in the adverse reaction section of the IFU as a possible complication. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution on 10/28/2014. Based on the information available at this time, no definitive conclusions can be made. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol: the patient underwent umbilical hernia repair in (B)(6) 2016 and was implanted with a bard ventralex st hernia patch. Three months later the patient developed a recurrence. The surgeon stated that the recurrent hernia was not caused by the device used to treat the hernia. On (B)(6) 2016 the patient underwent laparoscopic repair of the ventral hernia, with implant of a bard composix lp mesh. During this procedure epiplon(omentum) adhesions to the ventralex st hernia patch were found on the intra - abdominal side of the patch. The ventralex st hernia patch was explanted.

Manufacturer narrative:
A video of the procedure was provided and does find tissue adhesion, however as there is a large hernia defect present, it cannot be determined if tissue adhesion was present on the ventralex st patch before the recurrence. A review of the manufacturing records was performed and found that the lot was manufactured to specification with no anomalies noted. Adhesion is identified in the adverse reaction section of the IFU as a possible complication. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution on 10/28/2014. Based on the information available at this time, no definitive conclusions can be made. If additional information is obtained, a supplemental MDR will be submitted. Addendum to initial MDR: review of procedural video was performed by medical affairs. Video finds for a large hernia defect present near the area of the previous hernia repair. The hernia sac is present in the abdominal cavity. The extent of the adhesions is limited to the area around the defect and does come into contact with the edge of the previously placed mesh. The video shows dissection of the tissue and exposure of a large defect. While there was some adhesion present on the edge of the mesh this is localized and appears to be directly related to the presents of bowel within the abdominal cavity. The dissection from the mesh was done and appears to come free from the st side easily. There were no other adhesions to the mesh except at the edge near the defect. Based on review of the video the device appears to have performed as intended as an adhesion barrier and the adhesion that presented at the edge of the mesh was a physiological effect of the hernia defect and the presence of bowel within the abdominal cavity. Addendum to initial and supplemental mdrs: this addendum is filed to make a correction to the date of implant.

Event description:
The following was reported to davol: the patient underwent umbilical hernia repair in (B)(6) 2015 and was implanted with a bard ventralex st hernia patch. Three months later the patient developed a recurrence. The surgeon stated that the recurrent hernia was not caused by the device used to treat the hernia. On (B)(6) 2016 the patient underwent laparoscopic repair of the ventral hernia, with implant of a bard composix lp mesh. During this procedure epiplon(omentum) adhesions to the ventralex st hernia patch were found on the intra - abdominal side of the patch. The ventralex st hernia patch was explanted.